Event description:
New information received indicated that the patient presented to the hospital and the high voltage therapy was deactivated. Lead will be replaced. Patient is in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that vf episodes with aborted shocks due to noise were observed. Lead revision is scheduled and monitoring will continue until the procedure.